Event description:
Braun filterflow smallbore filtered extension set - referred to as ¿cardiac filter¿ - ECMO patient in room 756. Infusing via dl fem cvl, blue lumen. Amiodarone and nicardipine infusing via bifuse with cardiac filter closest to patient. Nurse noted patient¿s bps continuing to rise - requiring her to titrate nicardipine up. Nurse assessed equipment and found a slightly wet cardiac filter. Filter changed and found to be leaking out of posterior holes in filter large plastic circle. Equipment placed in bag at leadership door. Lot number 0061860691, ref 352205, product code pfe2007.